Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, a curved opening on valve bond edge, yellow biological tissue, and white calcification on the shell. Leak test and microscopic analysis was performed which identified, a sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Patient reported right side deflation, capsular contracture, baker grade IV and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade unknown, and exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Patient reported right side deflation, capsular contracture, baker grade IV and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.